Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging, and no further assistance was required.